Event description:
The patient is reportedly experiencing an infection at the implant site. The patient's doctor prescribed a course of cipro for three weeks followed by a course of clindamycin for ten days. Revision surgery is currently being discussed.